Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 30 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer stated that currently they change in diet low carbohydrate diet and stated it might not be working for her, it picked up after drinking bottles of juice. It was unknown that the customer did used to auto mode feature at the time of event. The device will not be returned for analysis.